Event description:
It was reported to boston scientific that during an esophagogastroduodenoscopy (egd) procedure, after a biopsy was collected, the physician was unable to move the forceps up or down in the scope. The biopsy forceps jaws did not close tight enough and it was stuck in the scope, the scope was removed from the pt. A second scope was inserted, a second biopsy forceps was introduced and after collecting a sample the second forceps jaws did not close tight enough and it was stuck in the second scope. The second scope was withdrawn with the forceps stuck inside. A third scope was placed in the pt and a third biopsy forceps was used to complete the procedure; the pt is fine. This report is being filled on the second forceps, please refer to MFR number 3005099803-2008-04395 for the report on the first forceps.

Manufacturer narrative:
DHR (device history record) review was performed on the lot no deviation was found. There are current controls during mfg process in order to assure product integrity. Labeling review performed and no anomaly was found. Dfu (directions for use) indicate: "endoscopy should be performed only by persons having adequate experience and training... "The packaging and the device should be inspected prior to use. Do not use the device if the product or packaging is damaged.." "If the device fails to operate properly in any way or shows any sign of damage, do not use it.." "Maintaining the forceps in a closed positon, slowly withdraw the forceps through the endoscope.." "...if for any reason the biopsy jaws fail to close properly or completely, do not try to withdraw a partially open forceps through a scope. Pull the forceps back to the channel opening and then withdraw the scope and forceps together..". "Caution: application of excessive force to the forceps may damage the device. The forceps should be held with the index finger and middle finger comfortably resting on the spool ledge and the thumb in the loop. When other methods of operation are used, such as pushing on the thumb loop with the palm of one's hand, excessive force may damage the jaws.." It is important to follow dfu instructions since dfu helps to endure the correct use of the device. A total of 2 complaints reported for the lot number were found, both are associated with this event. The unit was not returned by the customer, therefore, no product analysis could be performed, and the root cause is undeterminable.